Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reports a pt experienced an overcorrection in the left eye following hyperopic lasik surgery. An enhancement was performed 4 months post-op. Additional info has been requested.